Event description:
Rptr noticed that the instructions which were with the product were wrapped in plastic and sealed neatly. Prtr ripped the plastic, touched the product, examined the product and proceeded to read the instructions. While reading the instruction rptr started to get dizzy so stopped, and went to sit down. Rptr was confused and started to itch severely on neck and face. The itch spread from face to waist and became worse. Rptr touched the product and within seconds became much worse. His body started to turn red with rashes everywhere. He was feeling dizzy and confused and poured milk all over his body. It was soothing and he got some medication. Rptr feels the cold wrap is very dangerous. Product did not have a leak. Rptr feels that touching the product is like rubbing fiber glass all over the body.